Event description:
A customer reported to baxter (B)(4) of a catheter extension set in which the operator observed a leak from an unknown connection. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. One sample was available for evaluation at the plant. No defect was observed during visual inspection. An underwater pressure test at 8psi was conducted for the returned sample and found a leak at the connection between the y-junction. The assignable root cause of the reported condition is unknown. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.